Manufacturer narrative:
Four devices were returned and evaluated. The evaluation results is as follows: four devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that two v-go's on(B)(6) 2021 and (B)(6) 2021 the needle button popped out midway through the day. The patient confirmed that she is pressing on the raised circular bump of the needle button.